Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulties were encountered and the balloon cut the sheath. The target lesion was located in the left brachial access. A 6.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During removal of the pcb, resistance was felt upon entering the sheath. The device was removed and continued to treat the lesion with a drug coated balloon. However, some bleeding was noticed at the sheath site and after examining the sheath it was noticed that it had been compromised by a horizontal cut. No patient complications reported. It was further reported via medwatch # (B)(4) that the percentage of stenosis was 50%, and lesion had focal severity of calcification and very little of tortuousity. Also, the balloon was slowly removed after proper deflation. The bleeding was noted only after the removal of the sheath. In addition, a cutting balloon was used to open the artery that supplies the arm endovascularly. During removal, the blades of the device lacerated the artery of the patient at the entry site as well as the sheath which was removed. The blades are supposed to be retracted to prevent any damage when the balloon was deflated. However, the blades are not visible under fluoroscopy. An immediate open surgical procedure was necessary do to an increasing hematoma and loss of circulation to the patient's hand. The surgical procedure was successful.

Event description:
It was reported that removal difficulties were encountered and the balloon cut the sheath. The target lesion was located in the left brachial access. A 6.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During removal of the pcb, resistance was felt upon entering the sheath. The device was removed and continued to treat the lesion with a drug coated balloon. However, some bleeding was noticed at the sheath site and after examining the sheath it was noticed that it had been compromised by a horizontal cut. No patient complications reported.

Manufacturer narrative:
E1. Initial reporter phone updated . E1. Initial reporter email updated.

Event description:
It was reported that removal difficulties were encountered and the balloon cut the sheath. The target lesion was located in the left brachial access. A 6.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During removal of the pcb, resistance was felt upon entering the sheath. The device was removed and continued to treat the lesion with a drug coated balloon. However, some bleeding was noticed at the sheath site and after examining the sheath it was noticed that it had been compromised by a horizontal cut. No patient complications reported. It was further reported that the percentage of stenosis was 50%, and lesion had focal severity of calcification and very little of tortuousity. Also, the balloon was slowly removed after proper deflation. The bleeding was noted only after the removal of the sheath.